Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was contaminated and the esd7 component was shorted. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was disconnected. The patient's monitor was also returned for investigation into a download issue. During the evaluation, the monitor was found to be contaminated.